Event description:
Information received indicates that bag set free-flowed when formula is poured in the bag. There was no pt injury, death, or medical interventions reported.

Manufacturer narrative:
A used bag set was receive for evaluation. The bag set was tested for "free flow". The ilo (in-line occluder), within the cassette failed to occlude the set; as the water flowed freely from the bag to the red stepped adapter. The cassette on the bag set was visual inspected and showed that the ilo had a short shot molding. The complaint was confirmed.